Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided for animal use a6: race: not provided for animal use d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: senior technologist the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the procedure performed was a lower extremity angioplasty. An angiogram of the access site was completed prior to use of the involved angio-seal. The sheath and arteriotomy locator were inserted over the bentson wire, then the wire and arteriotomy locator were removed. The physician attempted to insert the angio-seal component; however, could not get it to enter the sheath valve. The physician decided to remove the angio-seal sheath and hold manual pressure. The patient had no issues with recovery and discharge and no bleeding was noted. There was no patient injury or surgical intervention required. Additional information was received on 11sep2024: upon inspection it was noted the distal end of the carrier tube, proximal to the bypass tube, was splitting apart beyond the manufactured split in the carrier tube. No damage was noted or observed prior to attempting to insert bypass tube into valve.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for assessment. The returned device included the sheath, carrier tube, and packaging. The device was visually inspected and found to be in used condition with visible signs of blood. The carrier tube was found in the forward lock position with damage seen at the tip of the carrier tube and collagen saturated in blood. The complaint can be confirmed for a kinked carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained to the carrier tube due to off axis loading during insertion into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).